Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead had blood and body tissue/fibrotic growth on it. The analyst noted that the stylet was kinked in the same location as the proximal conductor distortion. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable pacing lead (ipl) tip was found to be kinked when the lead was unpacked. The ipl was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.